Manufacturer narrative:
Product have not been returned, examination is not possible. It is indicated that the prosthesis have been exposed to excessive force since the esophagus flange was ruptured and continuous insertions with a gel cap by the patient. In the provox capsule IFU it is stated that the product is only to be used by clinicians (other gelcaps are not allowed to be used).

Event description:
According to the complaint description; "patient reported that voice prosthesis extruded at home, she had voice prosthesis but continued coughing. She suctioned herself and noted that she suctioned the central dark blue stabilizing piece of the prosthesis from her trachea. When the voice prosthesis was brought into the clinic it was noted that the esophageal flange was torn along its attachment to the voice prosthesis shaft."